Manufacturer narrative:
The evaluation of the returned system controller confirmed drive circuitry damage which would have resulted in the reported pump stoppage. The returned system controller was found to be non-functional when connected to a test system and did not respond to commands or operate a test pump in its received condition. The examination of the returned system controller revealed opened/electrically damaged fuses on the main printed circuit board (pcb). The damaged fuses prevented the system controller from operating the test pump or collecting event data. The defective components were replaced and the system controller function was restored. The damage to the system controller's drive circuitry indicate an overcurrent condition which appears consistent to percutaneous lead (lead) damage. The pump was returned with the lead severed approximately 10 inches from the pump housing and the severed portion of the lead was not returned. Examination of the returned portion of the lead found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. Percutaneous lead could not be confirmed as the full length of the lead was not returned. Examination of the pump blood-contacting surfaces upon disassembly revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 1 month. The device is expected to be returned for evaluation. It has not yet been received. The event occurred at (B)(6) medical center. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had an acute case of delirium secondary to hyponatremia, caused damage to the system controller, and self-inflicted damage to the driveline. The lvad stopped due to the damage sustained. The patient reportedly walked a few blocks to the hospital in the state of delirium. The patient's inr was reportedly within the therapeutic range at 2.5 upon admission. The patient was heparinized, underwent medical and psychological evaluation, and the decision was made to exchange the pump on (B)(6) 2016. The patient was reportedly doing well after the exchange.